Event description:
Attorney reported: in 2003 - patient underwent hernia repair procedure, during which two (2) composix kugel patches were used to repair the hernia defect. Patient suffered severe persistent abdominal pain, which was associated with abdominal distention and abdominal tenderness. In 2004 - patient underwent exploratory surgery. Physicians discovered numerous adhesions. Once the adhesions were removed, surgeons determined that the previously placed mesh had prolapsed into the hernia defect causing the patient intense pain. The surgeon trimmed back the mesh and elected to implant an additional composix kugel mesh. Despite subsequent medical treatment, the patient continued to experience intense pain in his abdominal region, requiring him to submit to a second surgical procedure. In 2006 - patient underwent surgical procedure at which time the surgeons discovered dense adhesions and that the patient's bowel had worked it's way between the previously placed mesh and the abdominal wall, which was causing the patient's intense pain. The previously placed mesh was removed at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Based on the information received and the multiple meshes implanted, it is unclear which mesh or meshes were involved in the 2006 explant procedure. The other two meshes involved in this event are subject to summary reporting rae.